Event description:
It was reported that the physician requested review of device data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone after anti-tachycardia pacing (atp) therapy was applied. The device subsequently, then delivered four 41 joule shocks, successfully converting the rhythm after the fourth shock was delivered. Technical services (ts) was consulted and recommended the health care professional (hcp) consult with an electrophysiologist. The hcp plans to consult with an electrophysiologist. No additional adverse patient effects were reported. This device system remains in service.